Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device passed self-test and displacement test. Device back light properly and anomaly noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were harder to push and the dimmer backlight. The customer¿s blood glucose level was unknown. The device will not be returned for the analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device passed self-test and displacement test. Device back light properly and anomaly noted during testing. (B)(4).